Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) arrived onsite and found that the fault code list code 52 shuttle transducer. Unit had no issues during testing with trainer and balloon. Checked calibration of offsets. Calibration set to within specification as required. Completed repair with all functional and safety tests per manufacturer specifications. Returned to customer use. The patient involvement was unknown but no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that unknown, the cs300 intra-aortic balloon pump (iabp) has an error possible electrical issue. There was no harm reported.